Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation the left ventricular lead exhibited loss of capture. During pre-operation check, fluoroscopy confirmed that the lead had dislodged into the atrium. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.